Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be performed in due course.

Event description:
The event involved a microclave¿ connector where the customer that the patient found that the infusion joint was leaking during intravenous infusion. The joint was replaced immediately and the liquid was input smoothly. The event occurred during intravenous infusion. But harm was not reported as a consequence of the event.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. The device history review was reviewed and no nonconformities were found that would have led to the reported complaint. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.